Event description:
It was reported that during inspection for use, the image appeared snowed out on the screen of the bronchofibervideoscope. There was no patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.